Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called and reported that their insulin pump was over delivering. The customer¿s blood glucose level was 152 mg/dl at the time of the incident. The customer stated the insulin pump was recommending too much insulin for little carbs. Troubleshooting was not completed as the customer was uncooperative. The customer also mentioned being hospitalized for a low four years prior but declined to provide further information. The insulin pump will not be returned for analysis.